Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as there was no patient contact with the device. Explant date: not applicable, as there was no patient contact with the device. Initial reporter telephone number: (B)(6). Device evaluated by MFR: product testing could not be performed since the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling/prior to insertion, the doctor noticed that the intraocular lens (iol) was bent inside the preloaded injector. There was no patient contact with the device. A back-up iol was used to complete the surgery. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: 23 march 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was received stuck inside of the cartridge. The lead haptic could be observed to be unfolded. The handpiece was disassembled and inspected, no issues that could cause or contribute to the complaint issue was observed. The lens was removed from the cartridge and cleaned, revealing that the lens had damage on the trailing haptic. The complaint issue was not confirmed during the product evaluation. However, based on the complaint investigation results, the observed issues found during product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.